Event description:
It was reported that during a hepatectomy procedure, the tissue pad was melted. Error 5 was also displayed. Another device was used to complete the procedure. There were no adverse consequences for the patient. Device discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.